Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer's blood glucose was 200 mg/dl at the time of the incident. Customer stated that when he goes to enter a bolus, he uses the up arrow button and the buttons keep going. Customer reported that the act button is not initiating a bolus. Customer was just wearing the pump on his belt clip and he went for a walk. Customer stated that the esc button was not working and the buttons were working intermittently. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.